Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. It should be noted in the instructions for use (IFU): the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. In this case, the device was used for a tricuspid valve procedure, which is considered an off-label use of the device. Based on the information provided the reported device causing damage to another device is the result of user technique. The reported incorrect procedure or method is the result of using the mitraclip on the tricuspid valve. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The implanted clip referenced is filed under separate medwatch report numbers.

Event description:
This is filed for damage caused to an implanted clip. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Patient anatomy included a right atrial pacemaker lead that was keeping the commissure open. The first mitraclip, an xt clip (00409u180) was implanted without issue. The second mitraclip, an xt clip (00409u182) was advanced; however, the clip delivery system (cds) interacted with the previously implanted clip and knocked the clip off the septal leaflet. The clip remained attached to the anterior leaflet (single leaflet device attachment/slda) and no tissue damage was noted. An attempt was made to implant the second xt clip; however, although the clip was able to grasp the leaflets, the tr could not be reduced. The clip was not implanted and was removed from the anatomy without difficulty. A third mitraclip, an xtw clip, was then used. The clip was able to grasp both leaflets and successfully reduce the tr. The procedure ended with the tr reduced to grade 1. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.